Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 with coolsculpting to the bilateral upper abdomen and lower abdomen using a cooladvantage plus applicator. In (B)(6) 2020, the patient experienced firmness and visible enlargement to the bilateral upper abdomen. On (B)(6) 2021 the patient was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 with coolsculpting to the bilateral upper abdomen and lower abdomen using a cooladvantage plus applicator. In (B)(6) 2020, the patient experienced firmness and visible enlargement to the bilateral upper abdomen. On 04-jan-2021 the patient was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen.